Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was presented with transient light sensitivity (tls) on both eyes (ou) at a 2 week post-operative exam. The comment from the patient was that the patient had extreme light sensitivity beginning a couple days ago (day 12). Topical steroid dosage was increased to treat symptoms with a steroid taper schedule to follow. Bcva from (B)(6) 2015: right eye pre-op 20/20 -3.75 x -.25 x 5; left eye pre-op 20/20 -3.75 x -.00 x 90.